Event description:
It was reported that during a procedure a grounding pad caused a burn on the patient. The procedure was completed successfully.

Manufacturer narrative:
Device will not be returned by customer.